Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the screen was black. A field service engineer (fse) replaced the pyxis cable to the tower, replaced the t board and drawer controller board on main drawer 4, and replaced drawer 4.2. The drawer was tested using the hardware test application (hta), and proper operation was confirmed with the customer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a power failure occurred. The customer stated that the screen was black and did not turn on. Troubleshooting was performed by power cycling the device and reseating the power cord; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.